Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen with an unknown concentration for a total dose of 150mcg/day via an implantable pump for intractable spasticity. It was reported on an unknown date patient had gradual symptom return, pump movement in pocket, and residual volume versus expected reservoir volume discrepancy at most recent refill (date and discrepancy information was unavailable). It was noted there was no environmental/external/patient factors that may have led, caused, or contributed to the issues. Surgical exploration of the catheter revealed a coiled catheter. Catheter was partially torn 2cm from the pump connector. It was noted that the catheter tore completely when explanting. Pump was no longer secured in pocket as broken sutures were present on all 4 suture loops. Catheter was replaced, baclofen dose was decreased from 150mcg/day (flex) to 100mcg/day (simple continuous). It was unknown if the issue was resolved. It was noted a full catheter explant occurred and was replaced. Patient's status at time of report was alive- no injury. It was reported the catheter will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.